Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
During follow-up, audible noise and an unspecified low voltage output issue were reported by the patient. Abbott technical support was contacted and review of the session records revealed no anomalies and no malfunction was suspected. No intervention has been performed at this time. The patient was in stable condition.